Manufacturer narrative:
Product complaint # (B)(4). Batch number: r58a4f. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired and one b formed staple at the proximal and. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as there wasn't a noise on the device during the functional testing. The device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: please clarify "then, approximately 15cm incision was created for safety and the device was released." Was the device locked on tissue with the jaws closed? No. Because the sound which was different from usual was heard when firing, the procedure was converted to open before opening the jaws. After converting to open, the jaws was opened and the bleeding occurred. If yes, how was the device removed? Did the jaws eventually open? Yes. What were the indications for surgery? No information. Were there any clips used in the surgical field prior to firing? No information. Was there any difficulty closing device? No information. What was the approximate size of compressed vessel? No information. Can it be confirmed that the entire compressed vessel was proximal to cut line? No information. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? No information. Was the surgeon able to visualize the tips of jaws during firing? No information. Was the unusual noise heard during closing or firing? The unusual loud sound was heard at the firing. Please describe what part of device the noise can from. No information. How was the device eventually opened? Yes. What was the shape and location of the malformed staples? No detailed information. What is the current patient status? The patient is stable. No blood transfusion.

Event description:
It was reported that during a vats lower lobectomy, an unusual louder sound was heard at the first firing on the pulmonary artery. Then, approximately 15cm incision was created for safety and the device was released. It was found that some staples were malformed, and bleeding occurred. Astriction was performed and the target tissue was sutured by one stitch with prolene to stop the bleeding. The amount of the bleeding was unknown. No blood transfusion was required. Another device was used to complete the case.